Event description:
During a robotic assisted cholecystectomy on (B)(6) 2023, the medium-large clip applier would not engage when placed in the robotic arm housing, despite multiple attempts on 2 separate arms. The medium-large clip applier was removed from field, tagged, and sent to spd(sterile processing department) to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned.